Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device sterility was compromised. A percuflex¿ ureteral stent was selected for use. During unpacking, it was noted that the package was not sealed and that the sterile barrier was broken. The device was not used in the procedure. No patient involvement was reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The unit returned is not sealed , as part of overall visual revision. The pouch was visually inspected and was found totally open and it does not have evidence that seal process was performed, neither in the plastic side nor tyvek. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that the device sterility was compromised. A percuflex ureteral stent was selected for use. During unpacking, it was noted that the package was not sealed and that the sterile barrier was broken. The device was not used in the procedure. No patient involvement was reported.